Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was received for investigation. Visual inspection confirmed a color difference between the sleeves. Pantone color comparison confirmed that one of the infusion sleeves match the required color, however the other was lighter. The color range for this sleeve is evaluated during inspection and by the supplier prior to shipment to the production facility. The variation in coloration does not affect the functionality of the sleeve. The root cause of the customer's complaint is related to an error in the supplier's manufacturing process. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of variance in color of the infusion sleeve. This complaint has been reviewed and the supplier has been made aware of the issue. The supplier has taken steps to review their process and ensure greater consistency. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the color of an ultra sleeve was light and the sleeve was harder than usual during surgery and it got caught when inserting it into an incision. The surgery was completed without product replacement. There's no patient harm.